Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported malfunction. No components were replaced. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a "circuit disconnect" alarm. There was no patient involvement.